Manufacturer narrative:
Investigation of the device revealed following defects and information: led is dim. Blade damaged. Housing discolored. Cover discolored. Software version is up to date. Leak between plug and cover. Product was labelled by customer. Number of operating hours: 28 hour; 45 minute. Number of switch-ons: 234. According to the product history review the device was not repaired or maintained until today. Quality test was passed at the time of delivery. The technical examination of the video laryngoscopes revealed several user-induced defects that led to a failure of the light output. Due to damage to the blade and a leak between the connector and the housing, liquid can penetrate the interior of the housing where the electronics are located. The liquid damages the circuit board due to a short circuit, which impairs the function responsible for light transmission and leads to a failure of the light output. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that on intubation cmac blade light for video laryngoscope noted to be not working. Switched laryngoscope without harm to patient. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).